Event description:
Baxter sales representative contacted corporate product surveillance on 10 may 2010 to communicate a report received from customer received by email pertaining to intermate lv 100 system. According to the report "when balloon deflates it is sticking to the hard plastic center of balloon. It ruptures balloon and medicine is going out into the plastic bottle (intermate)". According to the customer, the devices are stored at the pharmacy under fluorescent lighting. This device was filled with 150 ml (mililiter) of vancomycin (app pharmaceuticals is the manufacturer, 1500 mg (miligram)/150ml baxter normal saline - 10mg/ml concentration). Therapy began on (B)(6) 2010. The customer stated the reservoir formed into a "footed" position towards the end of infusion and ruptured. Roughly 10-15 ml of solution remains in the housing. There was no patient injury, adverse event or medical intervention associated with this report. No other information was available.

Manufacturer narrative:
(B)(4). One used sample was received for evaluation. The reported condition was confirmed. The assignable cause has been determined to be a manufacturing defect. The sample will be discarded since it is a single-use product.